Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited high defibrillation impedance. No changes or intervention was reported. There were no patient consequences.